Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 977a260, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 97754, serial# (B)(4), product type recharger, product ID 97740, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced stimulation in the wrong location. It was stated the patient thought the leads migrated after implant. The patient reported the leads were not long enough and they could not put the extensions in as they had wanted because they wanted to keep the patient¿s device system MRI compatible. It was reported the patient was to meet with a manufacturer representative to see if reprogramming would address the patient¿s concern. Additional information stated the patient had not yet been seen for post-operative reprogramming at the time of report. It was stated the patient was ¿getting very good coverage¿ at the time of implant. It was noted the patient¿s physician had implanted 60 cm leads in the patient and that ¿there was plenty of slack.¿ it was reported the patient was to meet with a manufacturer representative the day after report. Additional information reported the patient had their first post-operative reprogramming session the day after initial report. It was noted the patient was reprogrammed and received coverage ¿where he needed it.¿ it was also noted the patient was given more complex programming so he would be able to try out different areas of the leads. Impedance testing found all impedances to be ¿in range.¿ it was reported the patient was ¿satisfied with the results¿ of the reprogramming. It was further reported the patient would meet with the manufacturer representative approximately a month after the first session for any further fine tuning that may be required at that time. A supplemental report will be filed if additional information is received.